Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 08feb2021.

Event description:
The customer reported a ventilator would not power on at all during testing at the rental facility. The device was evaluated by the customer and the philips remote service engineer (rse) who confirmed the reported problem. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer replaced the power supply, battery, and motor control printed circuit board assembly (pcba) to address the reported issue. The unit was said to have been repaired. No other anomalies were noted.